Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility.